Event description:
It was reported that a transmission report showed the right ventricular (rv) lead with a gradual increase in impedance and threshold at the same time. Follow-up with the clinic disclosed that the physician plans to leave things alone at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).